Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 05-dec-2017. The most recent information was received on 18-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing from a gynecological stand point"), abdominal pain ("pain more and more significant in the belly"), genital haemorrhage ("significant bleeding"), systemic infection ("significant general infection") and oophorectomy ("removal of left ovary") in a female patient who had essure (batch no. 829058) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic infection (seriousness criterion medically significant), oophorectomy (seriousness criterion medically significant), gastrointestinal pain ("stabbing from an intestinal stand point"), fatigue ("significant fatigue / accumulated fatigue"), dyspnoea ("permanent breathlessness"), diarrhoea ("transit dysfunction: liquid stool"), flatulence ("flatulence") and general physical health deterioration ("almost deterioration of general health status"). The patient was treated with surgery (emergency intervention at hospital and left oophorectomy). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, systemic infection, oophorectomy, gastrointestinal pain, fatigue, dyspnoea, diarrhoea, flatulence and general physical health deterioration outcome was unknown. The reporter considered abdominal pain, diarrhoea, dyspnoea, fatigue, flatulence, gastrointestinal pain, general physical health deterioration, genital haemorrhage, oophorectomy, pelvic pain and systemic infection to be related to essure. The reporter commented: emergency surgical intervention was performed during her holidays with removal of left ovary and she experienced significant general infection. The surgeon confirmed to the patient that adverse events were related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-dec-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9023 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was init.ially received via regulatory authority ansm ((B)(4)) on 05-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing from a gynecological stand point"), abdominal pain ("pain more and more significant in the belly"), genital haemorrhage ("significant bleeding"), systemic infection ("significant general infection") and oophorectomy ("removal of left ovary") in a female patient who had essure (batch no. 829058) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic infection (seriousness criterion medically significant), oophorectomy (seriousness criterion medically significant), gastrointestinal pain ("stabbing from an intestinal stand point"), fatigue ("significant fatigue / accumulated fatigue"), dyspnoea ("permanent breathlessness"), diarrhoea ("transit dysfunction: liquid stool"), flatulence ("flatulence") and general physical health deterioration ("almost deterioration of general health status"). The patient was treated with surgery (emergency intervention at hospital) and surgery (left oophorectomy). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, systemic infection, oophorectomy, gastrointestinal pain, fatigue, dyspnoea, diarrhoea, flatulence and general physical health deterioration outcome was unknown. The reporter considered abdominal pain, diarrhoea, dyspnoea, fatigue, flatulence, gastrointestinal pain, general physical health deterioration, genital haemorrhage, oophorectomy, pelvic pain and systemic infection to be related to essure. The reporter commented: emergency surgical intervention was performed during her holidays with removal of left ovary and she experienced significant general infection. The surgeon confirmed to the patient that adverse events were related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: pelvic pain: n° 8944 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.